Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when the stomach was removed, the surgeon notice the staple line opened on the remaining remnant stomach. There was poor staple formation. The surgeon inspected the staple line and it appeared as if the 3rd staple firing had opened on the specimen side. An endoscopy was performed to inspect the staple line inside the patient, which was confirmed to be sealed. The surgical time was extended but not for more than 30 minutes since the surgeon had to open a new reload and adapter. There was no patient injury.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when the stomach was removed, the surgeon notice the staple line opened on the remaining remnant stomach. There was poor staple formation. The surgeon inspected the staple line and it appeared as if the 3rd staple firing had opened on the specimen side. An endoscopy was performed to inspect the staple line inside the patient, which was confirmed to be sealed. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot#n2m0137y); sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot#n3a0344y); sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot#n2m0138y); sigc60vm, tri 2.0 sigc60vm 60 vsclr med cartridge (lot#n2m0136y); sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot#n2m0138y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.